Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an epoch infusion, the line disconnected from the patient's PICC, blood came through the line and leaked. The medication did not leak due to the closed end of the connector. A new bag of epoch was hung. There was no patient harm.